Manufacturer narrative:
The actual sample from the reported event was returned for evaluation, visual examination of the device revealed bent "marks" on the outside of the tubing. Testing of the sample revealed that when the sample was flushed, "the flush" passed through the tube to the distal tip without occlusion. It was noted, the bent marks on the outside of the device could not cause a leak in the device. The reported event could not be confirmed as reported; the root cause is undetermined. All information reasonably known as of 21 jun 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
4581- appropriate clinical signs, symptoms, conditions term/code not available: lung opacification the product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 31 may 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving the same patient. This is the first of three reports. Refer to 9611594-2023-00082 for the second report. Refer to 9611594-2023-00083 for the third report. It was reported, the tube, which was used for tube feeds and crushed meds, clogged and was flushed with warm water. A chest x-ray was performed on (B)(6) 2022 at 4pm and it was noted: interval removal of the feeding tube; stable tracheostomy tube; interval increased opacification in both lower lung zones. Noted (could be associated with aspiration/atelectasis, correlate). Stable other findings, no additional interventions noted. A chest x-ray was performed on (B)(6) 2022 9:55pm. Interval placement of a feeding tube, distally projecting over the stomach; stable tracheostomy tube; interval decrease opacifications in the lower lung zones. Stable other findings a chest x-ray was performed on (B)(6) 2022 5:45 am. Findings/stable support tubes. Persistent mild opacifications in the lower lung zones. Stable other findings. The tube was removed, and the patient left against medical advisement (ama); the patient¿s status noted as ¿survived¿; no other information is known about the patient.